Event description:
Less than 24 hrs after the start of iab therapy, the pt began to vomit. The iabp alarmed with high gas leak and blood was noted in the tubing. The dr was notified and the iab was then removed and replaced. No pt injury or complications were noted.